Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that a type ib endoleak was observed on an unknown date. An endurant ii limb was intended to be implanted in the endovascular revision treatment for the type ib endoleak just over eleven years post the index procedure. It was reported that during the procedure, the right common iliac was very tortuous and the device could not advance. The tip of the device (delivery system) ended up getting bent due to the difficulty positioning the device. A replacement device was then implanted with no reported issues. As per the physician the cause of the event is anatomy and noted it to be tortuous. No additional clinical sequelae were provided and the patient is fine.